Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the tear-away seal was broken; medical tape was adhered to the top of the carton. The outer packaging appeared intact with no signs of damages such as tears, bends or dents. The box was opened; the yellow safety seals on the jar were found broken. The contents (patient registration form, envelop and inserts) inside the packaging were stiff with signs of amber stains suggestive of dried glutaraldehyde. Similar amber stains were observed on the outside and inside of the outer packaging. The jar was found broken along the threads. Multiple cracks were noted below the jar threads. Remnant pieces of glass were adhered to the gasket of the lid. No solution was found inside the jar. Small pieces of glass were found inside the jar. D9: updated. H3: device evaluated updated. H6: updated the codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the glass container containing the avalus valve was broken along the lid and the side, with leakage visible inside the box upon opening. The valve container leaked and was almost empty. The product was never implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported there was no damage observed to the outside of the packaging of the valve. It was also reported that the valve had been in storage at the facility within a metal cabinet for medical equipment for the past 9 months. No patient involvement was reported.